Event description:
This unsolicited case from united states was received on 22-jan-2018 via patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and later after few hours patient could barely walk, pain/ knee was painful and after 01 day patient couldn't put weight on either knee, had knee stiff and swollen and also, device malfunction was identified for the reported lot number. Patient had received synvisc 6 months prior to this most recent injection. No relevant medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patients initiated treatment with intra- articular synvisc one injection at a dose of 1 df (dosage form) (lot number: 7rsl021; expiry date: not reported) once (indication: not provided). On, few hours after the injection, the patient was in pain and could barely walk and there was no strenuous physical activity done after the injection. The next day patient was still feeling bad. On (B)(6) 2017, 01 day after the injection, the patient's said it was stiff and he couldn't put weight on either knee and it was swollen and painful. The next couple of weeks after his knee felt out of place and he needed a brace just to go to the bathroom. Patient also tried taking naproxen (naprosyn) and elevated the knee. He did not go to the hospital. His knee felt better since then but it was not at the same level prior to receiving the injection. Patient had a pmh of having a scope in his knee. Patient's indication for synvisc-one was bone on bone. Patient does not have information on the procedure itself and doesn't remember if there was an anesthetic used. Corrective treatment: braces for could barely walk and couldn't put weight on either knee; naproxen and elevating the knee for rest of the events. Outcome: recovered/ resolved with sequelae for all the events. Seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Pharmacovigilance comment: sanofi company comment dated 27-jan-2018: this case concerns a male patient who received synvisc one injection from the recalled lot and later had knee pain, swelling, stiffness, couldn't put weight on either knee and could barely walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.